Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support and it was discovered occlusion was caused by a blockage in the cartridge; however, when the customer changed the cartridge, the occlusion recurred and the customer ultimately reverted to an alternate method of insulin therapy. Customer's blood glucose was 397 mg/dl.